Event description:
At the end of the procedure during removal of coagulator from esu (electrosurgical unit) the end of hand piece was charred going into to the adaptor. No patient or staff injury. No charring on drapes or any other part of the surgical field/equipment. There was no surgical fire or indications of one; but the concern is that the event could have resulted in a surgical fire. There alarm on unit did not sound or go off.what was the original intended procedure?tonsilectomy and possible adenoidectomy.device #1is this a laboratory device or laboratory test?no.